Manufacturer narrative:
(B)(4) confirmed that the associated driveline cable met all requirements for release. On-site inspection of the driveline connector and controller confirmed the presence of contamination throughout the driveline. A driveline connector cleaning procedure was performed to mitigate the conditions reported. In addition, the reported "electrical fault alarm" event was confirmed via review of the controller log files, which revealed an electrical fault alarm for the reported event date. The most likely root cause of the electrical fault alarm is contamination by foreign material as observed in the field. Heartware has initiated an internal investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. The most likely root cause of the electrical fault alarm is contamination by foreign material as observed in the field. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is two of three reports (3007042319-2015-02601, 3007042319-2015-02602 and 3007042319-2015-02603) submitted for devices related to the same event. Device has not been received.

Event description:
It was reported this patient experienced "electrical fault "alarms, "high watt" alarms, and pump stops. Visual inspection of the driveline revealed a water-like substance moving within the driveline cable. There was no substance noted on the controller. Controller ((B)(4)) was exchanged for the back-up controller. Log files were downloaded for both controllers and "electrical fault" and "high watt" alarms were noted on (B)(6) 2015; and 2 "vad disconnect" alarms were noted on (B)(6) 2015 from the patient's back- up controller. The patient was subsequently admitted to the hospital for driveline connector cleaning per fs0008 rev 02. Two rounds of cleaning were performed with a pump off time of 60 seconds each. The patient tolerated the procedure but reportedly still remains hospitalized. Investigation is ongoing.